Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain and cloudy pd (peritoneal dialysis) fluids. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of peritonitis was not reported. The patient was still hospitalized. The patient¿s outcome was not reported. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). (B)(6). It was reported the cause of the peritonitis event was due to a breach in aseptic technique. On (B)(6) 2014, the patient was treated with biofazolin (2g per day, intraperitoneal (ip)) and amikacin (150 mg per day, ip) for the event. On an unreported date, the patient was retrained on aseptic technique. The patient was discharged from the hospital on (B)(6) 2014 and the antibiotic treatment was discontinued the same day. It was reported the patient was recovered from this peritonitis event. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the exact age of the patient was not reported; however, the patient was born in 2002. Should additional relevant information become available, a supplemental report will be submitted.